Event description:
It was reported via repair work order that there was an intermittent display on the footboard due to a loose connector cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.